Event description:
The customer reported via phone call experiencing unexplained high blood glucose of 500 mg/dl for the last 5 days. The customer stated that it took about 20 minutes to lower the blood glucose, but then it would shoot back up even though she stated that she had not been eating. She stated that she changed the infusion set, reservoir and insulin thrice. Her blood glucose dropped to 200 mg/dl after 55 units of insulin had been administered via basal and bolus. Her most recent blood glucose was 299 mg/dl. She did not feel well and almost went to the hospital. She reported having skin cancer and had to operate during the week prior. The device passed the high pressure test during troubleshoot. She was advised that the insulin pump worked as designed and was advised to change the entire set and treat per doctor's instructions. She advised that she would contact her doctor the following day if the issue recurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.